Event description:
On (B)(6) 2015 the physician's office reported that the patient was scheduled to see the physician but missed her appointment. The assistant stated that the patient was indeed referred for an ultrasound but the assistant stated she sees no indication that the patient had that done. She said that the patient cancelled her appointment with the physician and has not rescheduled any appointment.

Event description:
It was reported that the vns patient had a seizure which may have opened up the electrode incision site on the neck. The patient was experiencing pain in this area. Additional information was received stating that the patient was hospitalized due to an increase in seizures. It was noted that patient had a high temperature which may have contributed to the increase in seizures. No further information relevant to the event has been received to date.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the clinic and had a fever since implantation. The neurologist was not sure if the fever was related to implantation and referred the patient to the surgeon. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The patient reported on (B)(6) 2015 that after implant surgery she had an infection and sepsis. As a result, she had to spend a few weeks in the hospital. The issue was associated with her implant wound. Since then she has developed a "squishy lump area" on her chest, above the generator. The patient noted that she left the surgery receiving stimulation. Following her first titration she began to feel severe pain in her throat and her ear. She describes it as feeling "like stabbing". The generator had been turned from output=0.50ma up to 0.75ma when this issue began. She reported that the neurologist refused to turn her therapy level down upon her request and therefore she was upset with him. The patient again reported severe, unrelenting ear and throat pain with vns stimulation. She said she saw her primary care physician and he told her that she does not have an ear or throat infection or reason for the pain other than her vns stimulation. The patient saw her surgeon and they turned the stimulation down from output= 0.75ma to 0.5ma as requested by the patient. The nurse practitioner said that this helped the patient's comfort. The patient wanted to keep the device implanted. The physician ordered some blood work and an ultrasound to make sure that there was no infection. Diagnostics were ok at 3174 ohms.